Manufacturer narrative:
H6: the revision reported may have been the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and osteolysis. The movement of the tibial insert in the tibial tray may have been the result of backside wear of the tibial insert. However, these allegations cannot be confirmed as the devices were not returned for evaluation, images/radiographs were unable to be obtained, and information regarding the other devices and index surgery date were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d4, h6 - health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusion and h11. The revision reported may have been the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and osteolysis. The movement of the tibial insert in the tibial tray may have been the result of backside wear of the tibial insert. However, these allegations cannot be confirmed as the devices were not returned for evaluation, images/radiographs were unable to be obtained, and information regarding the other devices and index surgery date were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 66 yo female patient, underwent a revision procedure on the left knee, and was revised to a competitor¿s devices. The surgeon noted the poly was loose on the tray, there was no evidence of subsurface delamination, there was no cement found attached to the femoral component when removed, the alignment of primary components appeared fine, the femoral components were loose, the tibial components were well fixed, and there were signs of osteolysis in both the femur and tibia. The patient was last known to be in stable condition following the event. The device is not available for return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.